Event description:
The customer reported that a pt was being treated on (B) (6), 2010. During second part of treatment, the gantry was being rotated toward the 90 degree position. The radiation technician looked away from the surveillance monitor for a moment while the table was repositioning, when the collimator struck the pt in the head. The pt received a laceration and slight bleeding near the eye. After the accident, the pt was examined, and a CT scan performed. No further injuries were discovered. The treatment was suspended for the day. However, the pt returned on another day to complete the radiation treatment plan. No other pt data was provided.

Manufacturer narrative:
According to the report, the therapist administering the treatment was activating the gantry rotation from the console room area using the 'autogo' function by pressing gantry rotate and the motion enable bar on the console computer. The radiation technician did not recognize a collision was occurring until the pt screamed. The technician released the motion enable bar to stop the equipment. There is no indication of any malfunction in the varian equipment. Our user manuals provide warnings and instructions to the operator informing, "careless remote movements can cause falls or collisions resulting in damage to equipment, injury or death. Operators are instructed to "always observe all motions, either directly or from outside the treatment room using close-circuit monitors". No additional follow-up to this MDR is expected.